Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: on an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously reported as outcome status not reported). Should additional relevant information become available, a supplemental report will be submitted.